Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was pt stated lately they have been going through a lot of mental health struggles and physical health struggles. Pt let her ins battery die - pt is trying to charge today (B)(6) 2021 but all she is seeing on the recharger screen is that it cannot find the ins. Pt stated it has been months since she has charged the ins complete. Pt moved to ks and no longer has a pain stim hcp - pt has a primary care doctor. Pt stated she had to meet someone years ago for a "restart" of the ins battery the patient was redirected to their healthcare provider to further address the issue. Additional information from rep stated overdischarge. Tried to read the device with charger and with tablet and could not read it. Patient needs an MRI compatible system so the plan per the doctor is to replace the leads and battery instead of restarting this device. The issue is resolved. Surgical intervention planned but not scheduled.